Manufacturer narrative:
The sample was investigated. The investigation found that elevated troponin t values were reproduced and an 18-minute vs. Stat discrepancy was found. The result of the competitor's assay (abbott) was negative. The presence of a heterophilic interference factor was not found. However, the presence of an interference factor other than a heterophilic interference could not be excluded. The patient has cancer. Cancer medications may affect troponin t results independent of an acute myocardial infarction indicative of a myocarditis.

Manufacturer narrative:
The analyzer's serial number is (B)(6). Section e1 facility name: (B)(6) university. The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The initial result was 127 pg/ml. The repeated result was 122 pg/ml. The sample was tested using the abbott method and the troponin I result was 6.9 ng/l. The questionable results were reported outside the laboratory.